Event description:
It was reported that during device evaluation of the choledocho videoscope, the distal end cover (c-cover) was found to be chipped. There were no reports of patient involvement.

Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. However, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.